Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected am fasting blood glucose test result range is 80-120 mg/dl. The customer did not provide results of concern. At the time of the call the customer reported feeling shaky. Customer stated due to the high blood glucose test results he had contacted the doctor on (B)(6) 2024 and doctor advised customer to come to the office. Customer stated the doctor checked his meter and when testing his blood sugar with the true metrix at the office the true metrix was significantly higher. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/31/2025 and open vial date is 2 weeks ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter result. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 11-jun-2024 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated the replacement products resolved initial concern.